Manufacturer narrative:
Initial reporter phone: (B)(6). This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that unknown patient underwent an atrial fibrillation (afib) ablation procedure with carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small. There was thrombus on the sheath. When the vizigo sheath was used for about 3 hours at the time of right superior pulmonary vein (rspv) ablation, it was reported that suction could not be performed from the suction port. A thrombus-like substance was observed at the base of the suction port. After several attempts of aspiration, approximately 4 mm thrombus was removed in the syringe, and the condition improved thereafter. The case was then successfully completed, and the patient was not affected. There was no issues related to temperature and flow on the catheter. The patient has exhibited any neurological symptoms since the procedure was completed. The cutoff impedance value of the generator is 250 ohms, and the temperature is 40 °. Catheter temperature, impedance, and output at the time of occurrence of the event were unknown. Heparin was used as an anticoagulant, and act was controlled at around 300. Thrombus/clot is MDR-reportable.

Manufacturer narrative:
On 5-sep-2022, bwi received additional information indicating that no error messages were reported. There was no issue reported regarding temperature and flow on the catheter. The noted temperature, impedance and power-impidance:250 ohms, temperature 40 degree c. Act was around 300. The patient has not exhibited any neurological symptoms since the procedure was completed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 26-may-2023, the product investigation was completed as the complaint device was not returned. Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device number (B)(6) and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).